Manufacturer narrative:
(B)(4). On (B)(6) 2016, it was reported that the account had an issue getting a usable graft with the 6:1 dermacarriers. The customer returned a meshgraft ii device, (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii (B)(4) as documented in the repair reports. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed that there was minor cosmetic damage to the mesher handle. The far left blade on the cutter was deformed however the device produced a passing sample mesh. The calibration was out of specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the cutter, roller, and repair of the ratchet. Meshgraft ii, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection it was noted that the device produced a passing sample mesh. However, it was also revealed that the far left blade on the cutter was deformed and the calibration was out of specification. The reported event was non-verifiable since during initial inspection it was noted that the device produced a passing sample mesh. However, it was also revealed that the far left blade on the cutter was deformed and the calibration was out of specification. The root cause of the reported event cannot be specifically determined with the provided information. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the old-style side plates, worn cutter, roller, and damaged handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the account had an issue getting a usable graft with the 6:1 dermacarriers. There was a 30 minute delay reported along with damage to the graft. No additional graft was needed. No adverse events were reported as a result of this malfunction.